Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that the event was not caused by the insulin pump. The customer stated that the weather was hot and she was running errands, which caused her to sweat without having anything available to eat. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.